Event description:
The patient had an aortic aneurysm surgery with a stent graft placed approximately five years ago. Recently, it was found that the patient's stent graft had migrated almost three cm from its initial position, without endoleak, and with kinking and right groin pain. Due to increasing aneurysm size and the migration, the patient required conversion to an open surgery, and the device was explanted. The patient was discharged home one week later.